Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the cannula to deploy or to determine it if could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she woke up with a blood glucose result of 19 mmol/l (342 mg/dl). She stated that the cannula did not deploy. She applied a new pod to get her blood glucose level back in range.